Manufacturer narrative:
This device has not been returned; therefore, physical analysis cannot be conducted. Data analysis noted a higher-than-expected power consumption, however, without a returned device it is not possible to definitively confirm root cause of the increased power consumption. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.

Event description:
It was reported that the device was exhibiting premature battery depletion. The estimated battery longevity approximately 3 years prior, showed 8 years remaining. During the most recent device check, the battery was showing 7 months remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Ts confirmed that the device is exhibiting premature depletion. Review of the diagnostic data confirmed that the power consumption of the device has been increasing during the past year, and is expected to continue to increase. A ts consultant recommended device replacement. It was further discussed that, assuming the behavior of the device remains unchanged, there is sufficient battery capacity to support therapy for at least 90 days. No adverse effects to the patient was reported. Attempts to obtain additional follow-up information regarding whether or not this device remains implanted were unsuccessful.

Manufacturer narrative:
The device is expected to be explanted and returned. This report will be updated upon the completion of the investigation, and will include final analysis results.

Event description:
It was reported that the device was exhibiting premature battery depletion. The estimated longevity in 2018 showed 8 years remaining. During the most recent device check, it was showing 7 months remaining. A save to disk was sent to technical services for data analysis. It was confirmed that the device is exhibiting premature depletion. Review of the diagnostic data confirmed that the power consumption of the device has been increasing during the past year, and is expected to continue to increase. Technical services recommended device replacement, and assuming that the behavior of the device remains unchanged, there is sufficient battery capacity to support therapy for at least 90 days. No adverse effects to the patient was reported.